Event description:
It was reported the patient appeared in the emergency room because of a vibratory alert. In the emergency room a merlin-on-demand report showed the patient¿s implantable cardioverter defibrillator was exceeding the expected charge time. A subsequent check produced the same result. Yet later, the device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.